Event description:
It was reported when using the bd pyxis medstation es system cubie door was not opening and prevented user from accessing medication to patient, the user had to go to pharmacy to access medication. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective insep latch on drawer 4. The field service engineer replaced insep latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.